Manufacturer narrative:
Correction to include evaluation a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported defective 3 and 4 keypad keys, which were reproduced. The reported condition was verified. The cause was determined that keys 0, 1, 2, 3 and 4 were not functioning. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the 3 and 4 keys of a spectrum pump keypad were defective. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.